Event description:
Ultrasonic pachymeter measuring 30-40 microns too deep according to subsequent clinical and factory calibration of the instrument. This inaccuracy of measurements resulted in abnormally deep settings on the diamond blad producing corneal microperforations in 2 out of 3 refractive surgery patients done that day (12/2/93)